Event description:
Analysis was completed 06/23/2015 on the returned handheld and flashcard and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Follow-up with the company representative revealed that the physician's wand worked successfully with the new tablet.

Event description:
The handheld, power supply cable, and serial cable were received on 05/27/2015. Analysis is underway, but has not been completed to date.

Event description:
It was reported that the physician's handheld was unable to communicate with multiple patient's generators. The physician changed the 9v battery in the wand and did not think that was the cause of the failure to communicate. The physician was provided a new programming tablet. The handheld is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
.